Event description:
Additional information was received from an hcp via a clinical study on 2020-oct-09. It was reported that the catheter was repositioned on (B)(6) 2019 and the event resolved without sequelae on that date (note: this conflicts with the previous report that the revision and resolution occurred on (B)(6) 2019). The etiology was updated to indicate the event was related to the device/therapy and was possibly related to the implant procedure. It was further specified that the catheter was disconnected/displaced as diagnosed via fluoroscopy on (B)(6) 2019.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study updating the patient's dose and concentration to hydromorphone 1 mg for a total dose of 0.28037 mg/day and bupivacaine 4 mg for a total dose of 1.12148 mg/day. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the patient was receiving hydromorphone 1 mg for a total dose of 0.12489 mg/day and bupivacaine 4 mg for a total dose of 0.49957 mg/day. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial#:(B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 23-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving hydromorphone (unknown dose and concentration) and bupivacaine (unknown dose and concentration) via an implantable pump for non-malignant pain. It was reported the patient was having increased pain. Catheter evaluation was performed on (B)(6) 2019 and surgical observation found that the catheter had dislodged itself. The catheter was repositioned on (B)(6) 2019. The outcome of the event resolved without sequelae on (B)(6) 2019. The device diagnosis was catheter dislodgement and the clinical diagnosis was increased pain. The patient's weight was (B)(6). The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was related. The incisional site/device tract was catheter tract. The event date was (B)(6) 2019. No further complications were reported.